Event description:
It was reported that the ilet would not power on off the charger and displayed persistent low battery despite a stable charger light; review of device data indicated the user routinely removed the ilet from the charger around 60 percent state of charge, leading to battery depletion and a black screen when disconnected. Symptoms included loss of device function due to very low battery and intermittent bluetooth communications. Outcomes included user education on proper charging and successful recharging with restoration of normal operation. Investigation included case review, analysis of device logs, and troubleshooting with the user. Investigation of this case revealed no device malfunction, with findings consistent with inadequate charging practices and transient communication issues rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user charging practices and normal device behavior when battery is critically low.